Event description:
Boston scientific crm received information that this pacemaker was unable to be interrogated upon several attempts. Intermittent pacing at a rate of 65 was reported. A pacemaker replacement procedure was performed were this device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of this device noted no anomalies. The device then underwent diagnostic testing of device functions and memory. The results of the tests indicated the device had memory corruption, and reset pacing. High resolution x-ray of the device found a broken internal component within the accelerometer. Analysis concluded this conductive component contacted another internal component, causing the reported observations. The broken component was likely a result of impact sustained by the device. Further analysis also revealed a cracked internal component within the minute ventilation (mv) sensor. Analysis was unable to determine a root cause of the broken component's. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.